Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 and was acceptable. The qc recovery data provided was acceptable. There was no indication of a reagent performance issue. The customer replaced all reagents and ran a 20-patient comparison test with acceptable results. The field service engineer (fse) checked the system and ran a 21-cup precision test successfully. Calibration and qc were performed successfully. The investigation did not identify a product problem. The root cause of the event could not be determined. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 8000 cobas ise module. The customer had found a sample that failed a delta check and that prompted them to repeat previous samples. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 126 mmol/l and the initial cl result was 98 mmol/l. The sample was repeated on a different ise module. The repeat na result was 142 mmol/l and the cl repeat result was 109 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode serial number is e63 and the expiration date is 24-sep-2023. The cl electrode serial number is w86 and the expiration date is 27-jun-2023.